Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. The downloaded electronic records were reviewed and physio-control verified the device experienced four unexpected power losses after the device was used to charge defibrillation energy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power four times during patient use. Physio-control contacted the customer in order to obtain additional information about the patient; however, no additional information could be provided.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that corrosion on the pcb-mounted jack connector, designator j11, on the power pcb assembly, and cable-mounted plug connector, designator p11, on the battery power cable assembly, were the primary cause of the reported issue. Further it was determined that worn battery pins and batteries past their recommended useful life were both secondary causes, which contributed to the reported event. After replacing the power pcb assembly, the battery power cable assembly and the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power four times during patient use. Physio-control contacted the customer in order to obtain additional information about the patient; however, no additional information could be provided.